Manufacturer narrative:
Further information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right atrial lead exhibited lead noise and several inappropriate mode switch episodes. No interventions were made. The patient will continue to be monitored. No patient consequences were reported.